Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 200307 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, picture samples were returned for evaluation by our quality engineer team. Through examination of the pictures, a box of microlance needles reference: 301500 and lot: 200319 was observed, which confirms the reported incident. It has been determined that this incident could not have occurred within the manufacturing facility and that it most likely resulted from an isolated handling issue within the distribution center. The lot numbers were manufactured on separate days and machines, they were also sterilized on separate days, and there were no incidences during the storage of these products within the manufacturing plant. We have not been able to establish the specific root cause thereby incur the reported issue. The most probable root cause could be related to a mix up in the center distribution or any other product handling out of the reach of the manufacturing plant.

Event description:
It was reported that an unspecified number of needle 27ga 3/4in experienced a mix of product types in a pack which was noted prior to use. The following information was provided by the initial reporter: I would like to report a complaint regarding a mix-up on a pallet with boxes of needles. On the pallet with microlance 27g x ¾ ¿ (ref 302200) needle boxes was one box (5000 pcs) with microlance 19g x 1 ½ ¿ (ref 301500). We don¿t use this type of needle, we only order ref 302200 and ref 301300. The box was reversed on the pallet (with the label inwards). Our purchasing department will handle the return of the wrong box.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of needle 27ga 3/4in experienced a mix of product types in a pack which was noted prior to use. The following information was provided by the initial reporter: I would like to report a complaint regarding a mix-up on a pallet with boxes of needles. On the pallet with microlance 27g x ¾ ¿ (ref 302200) needle boxes was one box (5000 pcs) with microlance 19g x 1 ½ ¿ (ref 301500). We don't use this type of needle, we only order ref 302200 and ref 301300. The box was reversed on the pallet (with the label inwards). Our purchasing department will handle the return of the wrong box.